Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements of greater than 125 ohms over the past year. Boston scientific technical services (ts) discussed the range for shock impedance with this single coil lead and discussed increasing the shock impedance alert. There was no noise and other lead measurements were stable. No adverse patient effects were reported. The lead remains in service.